Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. Unable to confirm the alarm. The device was received with cracked case at the display window corners and broken reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.